Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the centrimag pump flow was not increasing as the speed was increased. After the centrimag console and centrimag motor were exchanged, the pump was operating correctly. Related centrimag console MFR #: 3003306248-2023-01922.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the flow not increasing when speed was increased was not confirmed. The centrimag motor (serial #: (B)(6)) and a log file was downloaded for review from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 4 days (11mar2023 ¿ 12mar2023, 14mar2023 ¿ 15mar2023 per time stamp). Throughout the log file, the motor speed was increased and decreased several times and the flow subsequently changed with no issue. There were no issues related to the reported event noted within the log file. Upon functional testing, the motor connected to the returned and associated centrimag 2nd generation primary console, and calibrated mock loop, mag monitor, and flow probe. The console operated the motor at a speed of 5000 rpm with a flow of ~9 lpm for an extended operation. The speed was then lowered to 1000 rpm and the flow subsequently dropped to ~1.5 lpm and operated as intended for extended operation. There were no issues noted during testing. The reported event was unable to be reproduced during this investigation. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and quality assurance (qa) specifications. The 2nd generation centrimag system operating manual (rev. L) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. L) table 13 entitled ¿console alarms and alerts¿ addresses how to properly interpret and troubleshoot all system alarms including f3 alarms.